Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the large hem- o- lok clip applier instrument range of motion was limited, and the clip was not closing while using. When the customer removed the instrument from the vessel and attempted to move the clip in various directions, the grip could be closed. The procedure was completed with no report of patient injury. The endowrist large clip applier is intended to be used with the da vinci system for the application of large weck hem-o-lok polymer locking ligation clips for ligation of vessels and tissue bundles ranging in size from 5¿13 mm in diameter. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 08-august-2022: the large hem- o- lok clip applier instrument was inspected prior to use with no abnormality. The customer noticed the range of motion was limited and the issue occurred a couple of times intermittently. The large hem-o-lok clip was not closed upon using. Each occurrence with the same instrument on the same system arm. The customer did not exchange the drape and would not return it. After removing the instrument from the vessel, the customer moved the clip into the various ways and reseated the same instrument, then the issue was resolved. The customer confirmed closure of the clip after ligation. The vessel was less than 13 mm in diameter. No backup instrument was needed. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the large clip applier instrument involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image or video was available for review. A review of the instrument log for the large clip applier (part number: 470230-12/lot number: k10220314 0169) associated with this event has been performed. Per this review of the logs, the large clip applier instrument was last used in a procedure on (B)(6) 2022 via system sk5726. There were 97 uses remaining after the last procedural use this complaint is a reportable malfunction event due to the following: it was alleged that the clip applier instrument's range of motion was limited, and the clip was not closing while using. The clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigations could not replicate nor confirm the customer reported complaint "range of motion was limited and clip was not closed when using. After removing the clip out, customer moved the clip into the various ways and then the clip could be closed." Failure analysis could not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The clip test was performed. The clip successfully loaded clip and attached to tubing. The instrument was fully functional. The housing was removed, and the backend was inspected, no damage was found on inner components. The distal end was also inspected, and no damage could be found. There was no problem detected. Additional information can be found in the following fields: d9, g3, g6, h2, and h3 failure analysis information can be found in the following fields: h6 and h10